Manufacturer narrative:
(B)(4). Batch # p93k76. Investigation summary : the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and was found to be non-functional. When the instrument was disassembled to inspect the internal components, the moisture indicator was found to be positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal and this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be concluded. It is probable that the ingress of moisture affected handpiece functionality. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the handpiece wouldn't perform the pre-run test. Another handpiece was tried and the device was able to be tested. The procedure was completed with no patient consequences.